Manufacturer narrative:
Correction to h10 of the emdr follow up report: it was reported there was no patient involvement at the time the issue was discovered. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Updated health impact grid code based on the information provided.

Event description:
Philips received a complaint by the customer on the v60, indicating that the power cables did not pass the electrical safety tests. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the power cable did not pass the electrical safety tests. The unit was sent to bench repair and the reported issue was confirmed. The power cable was replaced at bench repair to resolve the issue. The power cable was replaced at bench repair to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
H10: the power cable was replaced at bench repair to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. Multiple attempts have been made on (B)(6) 2023, (B)(6) 2023 and (B)(6) 2023 to try to obtain further information about the device use at time of event, but no response was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the removed power cable was returned to the product investigation lab (pil). The power cable was tested, and the failure was confirmed. Pil found the resistance measurement of the ground conductor of the power cable were high and out of specification. Pil also verified that the power cable passed all current leakage testing.